Manufacturer narrative:
Device evaluated by MFR: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Concomitant medical products: other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4)/209461386, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the mainframe and interface were not working. There was no known patient impact reported.

Manufacturer narrative:
Analysis found that the mainframe needed software upgrade. The housing of the patient interface was cracked, wave washers were worn, clips were broken and the fuse label was missing. If information is provided in the future, a supplemental report will be issued.